Event description:
It was observed that during the device evaluation, the colonovideoscope connecting tube had foreign material. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated. In addition to the b5 findings, other issues were identified. Water tightness was lost due to worn s-cover (scope cover) packing. The switch box was dented. The aw-cylinder (air/water) was discolored. The s-cylinder (suction cylinder) was discolored. Due the cut on the heat shrinking tube of the fe (forceps elevator), expected insulation capacity could not be obtained. The plug unit was damaged. Sc-case (scope connector) unit was dented. The lg (light guide) lens was cracked. The connecting tube was cut. The universal cord was scratched. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured.   Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. Additionally, it is likely the event occurred because insufficient reprocessing could not be conducted properly due to leakage from scope cover. The suggested event may be detected and prevented by handling device in accordance with the following instructions for use. Instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the event. Instructions for use: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.